Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that he right ventricular (rv) lead was explanted due to some tissue covering the electrode causing a high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.